Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula on (B)(6) 2024 within three or more hours after insertion. The blood glucose level was high (specific value unknown) and the patient was treated with correction injection via multiple daily injection (mdi). The insertion site was abdomen. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.